Event description:
According to the reporter, during a right lower lobectomy, during pulmonary artery resection, when clamped, there was no issue at all. When firing was attempted, the moment the down button was pressed, the firing advanced only for a moment and then it stopped. The screen showed excessive force. A new cartridge was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: sig30ctav tri 2.0 sig30ctav 30 CT vsclr 12mm - (lot#n4j1516y); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.